Event description:
Information received indicates the head end brake casters will not engage.

Manufacturer narrative:
The technician found the rocker arm was broken. The technician used a brake/steer upgrade to repair the bed.